Event description:
Patient called to report that their lifescan meter gave an error 2 message and also has no power. Patient did not experience any symptoms and has been using their family member's meter to test their blood sugar in the meantime. Customer service was unable to resolve the issue and sent patient a new meter.